Event description:
On (B)(6) 2010, umbilical hernia repair done utilizing ethicon proceed ventral patch. On (B)(6) 2010, umbilical hernia reappeared bigger then ever. The patch felt like it was bunched up as opposed to lying flat as it originally was post op. After that, the patch felt as if it was migrating to different parts of the area surrounding my belly button. On (B)(6) 2010, umbilical hernia was repaired after ethicon proceed ventral patch was removed and sent to pathology. Ethicon proceed ventral patch was not used for the repair. Instead, 3-4 inch incision was made to remove defective product and the muscle and skin were then sutured eliminating my belly button, but creating a solid repair without mesh. Event abated after use: yes.